Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in richmond, virginia. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t caused a short circuit. In detail, the breaker of the specific socket where the 3t system was plugged in tripped. The issue occurred during maintenance activity. There was no patient involvement.

Manufacturer narrative:
H11: device service history review was performed and identified that the unit was manufactured in 2025 and no further issues have been reported, nor concerning trend about this failure mode been detected through complaints statistical analysis. Based on the investigation findings, the root cause of the reported issue was a loose connector, which may have become dislodged during transportation of the unit. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
H11: a livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. During troubleshooting, heater wiring on the patient bridge was found not fully seated onto the board. After reseating the connector fully, the machine functioned properly. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.